Event description:
The patient had been experiencing a burning sensation and return of spasticity symptoms 1.5 hours after refill. The patient was admitted to the hospital with high blood pressure and other withdrawal type symptoms. The patient was discharged to home stabilized and on oral baclofen.